Manufacturer narrative:
Continuation of d10: product ID: a610, lot#/serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was using an 8840 after interrogating with the tablet. The cause of the high impedance was the device component set up was done without configuring the 64002 pocket adapter. The return of symptoms resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: a610, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient was interrogated in the office on (B)(6) 2020 and because the interface was different, the healthcare provider (hcp) didn¿t know where to navigate to show the patient recharging information. Therefore, the hcp interrogated the implantable neurostimulator (ins) with the clinician programmer they had which cleared all the ins settings. The hcp reinterrogated the ins with the tablet and the rep walked them through entering all the necessary information to setup the ins over the phone. The consumer was sent home, but then called the office to report breakthrough symptoms. The consumer was seen in office on (B)(6) and the hcp reported that all the electrodes on one side were high and marked as ¿avoid.¿ the hcp mentioned the consumer had a couple of falls, but nothing significant. During the call the rep realized the consumer had a pocket adaptor and when they were talking with the hcp over the phone, they had the hcp set up the lead configuration as if it were a normal rechargeable device (with a lead/extension in each port numbered 0-3 and 8-11). It was reviewed the configuration was likely the issue and setting up the configuration to include a pocket adaptor and the leads were numbered 0-3 and 4-7. The rep was going to meet with the consumer on wednesday morning.